Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the ciisafe was having error message when doing medication pulls. A field service engineer checked all latches in the tower 2. Then crimped connectors and cleaned the terminals to resolve this issue. A supplemental will be created if additional information about adverse event or patient outcome received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe door unexpectedly open and closes. The customer stated that the ciisafe showing door unexpectedly open even the door is closed, even after trying to push all to make sure sensor detection, but were issue persisting. No further information was mentioned. There were no adverse events or injuries reported based on this event.